Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issue an alert for a high out of range shock impedance measurement of 126 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and discussed that the rise in shock impedance was gradual. Ts also discussed that the right ventricular (rv) lead is a single coil lead, which can yield higher shock impedance measurements. At this time the clinic has opted to continue to monitor the patient via the remote home monitoring system. The rv lead and ICD remain in service and no adverse patient effects were reported.